Manufacturer narrative:
Summary of the investigation: the helix of both leads could not be extended despite two attempts of 15 turns. This is probably related to blood residues noted within the helix housing. The resistance measurement between the distal and proximal electrodes did not reveal any evidence of insulation breaches or internal short circuit. All other electrical and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. It should be noted that the reported electrical issues may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during an implantation attempt, the leads were used and no capture was possible with these two leads. The leads were not implanted.

Event description:
Reportedly, during an implantation attempt, the leads were used and no capture was possible with these two leads. The leads were not implanted.